Manufacturer narrative:
H3. The pump was returned for destructive analysis and identified no anomalies. The catheter was returned for destructive analysis and identified c200/mdd catheter/pump connector/damaged at explant medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional (hcp) via a company representative (rep) regarding a patient receiving baclofen 2000mcg/ml at 390.8 mcg/day via an implantable pump. It was reported that the patient had increased spasticity. The patient had a revision surgery on b)(6) 2024. During the surgery the they had been unable to aspirate the catheter. The catheter had then been disconnected from the pump and no drip had been observed. They then trimmed the proximal portion of the catheter pump segment and still had no flow. The spinal incision had then been opened and the catheter was cut and they then had observed flow. The spinal segment was then replaced and there was successful aspiration. They had decided to replace the pump during the surgery as well. At the time of this report the issue had been resolved and the patient's status had been alive - no injury.

Manufacturer narrative:
Continuation of d10: product ID 8711 lot# (B)(6) implanted: (B)(6) 2001 product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(6), ubd: 27-jun-2003, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.